Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 450 mg/dl. The customer stated that she had flu and her blood glucose kept going higher and higher and she started to vomit. The customer caused of hospitalization was high blood glucose. The customer was in the hospital for 3 days. The customer was not wearing the pump at the time of hospitalization. The customer reported via phone call that they had a no delivery alarm. Customer was unable to troubleshoot at time call, change the set already. The customer doesn't want to return the set and reservoir. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was offered to troubleshoot but declined.